Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a severely tortuous lesion, located in the circumflex artery. It was reported that there was a high take off of an om with previously placed stents all the way to the ostium of the circumflex and likely protruding into the circumflex. Resistance was felt when advancing the device. It was described that when scraping was felt, trying to pass the om stents, the physician stopped and pulled the entire system out and noticed that the stent was left behind. The stent was removed safely using a snare. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.